Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. The evaluation is still ongoing; once the evaluation has been completed, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).